Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a fault tl due to the static template being lost. It appears there was a single event upset (seu) which means the memory location was corrupted. Additionally, the patient had greater than 200 non-sustained ventricular tachycardia (nsvt) that were not stored in the device. The field representative ran a manual setup to acquire a template and the patient will perform a pii. At this time, the device remains in service. No adverse patient effects were reported.